Manufacturer narrative:
The motor was discovered to be damaged, which is a probable cause of the reported bias current error. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.